Manufacturer narrative:
Complaint number (B)(4). The device was not returned for evaluation, however the device history review was unable to be completed as the relevant device lot/serial number was not reported or able to be subsequently ascertained. The complaint could not be confirmed. Device discarded.

Event description:
During a trans-diaphragmatic ablation procedure, after the creation of pericardial window an injury to the epicardium of the right ventricle was observed. It was presumed that the injury was caused by either harmonic scalpel or l-hook electrocautery used to create window. When cannula was attempting to be introduced into pericardium an expansion of the injured area was observed. The injury expanded deeper into the myocardium, but did not produce bleeding, impairment, or disruption of the ventricle. The procedure was promptly aborted and drain was inserted as soon as the injury was discovered. Patient remained stable and recovered without incident. This incident did not require blood transfusion or further surgical intervention.